Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be in safety mode. A replacement procedure has been scheduled. Additional information has been requested but was not provided at this time. Evidence is suggestive this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. A replacement procedure has been scheduled. Additional information provided this pacemaker did not enter safety mode. This pacemaker is scheduled to be prophylactically explanted at the end of this month. This pacemaker was subsequently prophylactically explanted and replaced. The patient was seen after the replacement surgery, and it was confirmed data and patient condition were good. This pacemaker has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be in safety mode. A replacement procedure has been scheduled. Additional information provided this pacemaker did not enter safety mode. This pacemaker is scheduled to be prophylactically explanted at the end of this month. This pacemaker remains in service. No adverse patient effects were reported.